Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, under rare adverse events, prolonged pain is the pain on the treatment area or nerve path/dermatomal distribution lasting 2 months or longer. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective.

Event description:
Allergan aesthetics received a report of a patient treated abdomen and bilateral flanks (B)(6) 2025 with coolsculpting developed paradoxical hyperplasia (ph) and prolonged pain. Device remains at the user facility.

Manufacturer narrative:
Additional information: a4 and b5.

Event description:
Additional information was received that the patient was treated on (B)(6) 2025.

Manufacturer narrative:
Additional, changed, and/or corrected: a4, b5, d4.

Event description:
Healthcare reported a patient treated abdomen and bilateral flanks (B)(6) 2025 with coolsculpting developed paradoxical hyperplasia (ph) and prolonged pain.